Event description:
This event was reported as one leaflet of the mitral valve dropped and lost coaptation to the other leaflets. The level of ldh high (1500-2000 mu/ml) post-op and hemolysis seen. The pt needed transfusion from time to time. No further info was provided.